Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. The thread on the open sample received is broken in pieces and the needle is detached. The thread was degraded by hydrolysis because the aluminum pouch has a defect/cut. The inner support card is displaced in the aluminum pouch and it caused the defect. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. No other complaints have been received about this issue in this code batch, this is considered an isolated and accidental unit and the rest of the batch is correct. Final conclusion: complaint is justified. The results of sample received does not fulfill the OEM requirements. Actions on distributed product of this reference/batch: replace this code/batch to the customer or refund. Corrective/preventive actions: according to our internal procedures, there is an improvement project open in site to determine root cause and actions to avoid this defect.

Event description:
Country of complaint: china the most serious case is that when opening the package the nurse found the needle separation and the thread became powder/1st pack not tight (thread into pieces).